Event description:
It was reported that the device reached eri (elective replacement indicator) in less than five years. It was further reported that there was a charge circuit timeout, and that the device reached eos (end of service). It was noted that the patient experienced 684 vt (ventricular tachycardia) zone episodes over the course of about one month, requiring 63 shocks and 640 atp (anti-tachycardia pacing) therapies. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).